Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the 1st diagonal artery with moderate tortuosity, moderate calcification and 100% stenosis, an unspecified drug eluting stent (des) was deployed at the mid left anterior descending artery (lad). After deploying the des at the mid lad, a non-abbott guide wire was advanced through the des strut toward the 1st diagonal artery. A 2.5x15 nc trek rx dilatation catheter was advanced through the des stent strut and resistance was felt during advancement. The dilatation catheter was continued to be advanced against resistance and the balloon was inflated at the 1st diagonal artery; however, the balloon ruptured on the first inflation for 20 seconds at 6 atmospheres. The 2.5x15 nc trek rx dilatation catheter was withdrawn from the patient anatomy with resistance. Reportedly, there was a pinhole rupture noted. The air evacuation for the 2.5x15 nc trek rx dilatation catheter was performed inside of the patient anatomy. A new balloon was used and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use (IFU) warnings section states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Additionally, the IFU preparation for use section states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.